Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated by the product analysis lab (pal) for the reported event of iipv in cycle 4. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported event. The reported iipv was neither confirmed in logs nor duplicated during the pal evaluation. Therefore, the assignable cause was undetermined. The device will be routed to the service area to be serviced. (B)(4) is currently open for the reportable malfunction of iipv / overdelivery.

Event description:
A customer contacted baxter?s technical service center to report that the homepatient (hp) was vomiting and felt nauseous while on the homechoice(hc) machine. The nurse stated that the hp thought that he was sick, however, he drained about 4500ml the previous night. The technical service representative (tsr) asked the hp how he felt now. The hp stated that he felt full. The hp performed a manual drain and drained 4465ml in cycle 4. The largest prescribed fill volume was 2700ml, therefore, this event meets increased intra-peritoneal volume (iipv) criteria. Tsr arranged to have the device swapped. According to the nurse there was no patient injury or medical intervention associated with this event. The patient was seen at the clinic and is doing well. Additionally, the patient has received a new cycler and has not had any problems since.